Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer via phone call that he got a power error alarm. Customer stated that when he got the power error it would take him to the rewind screen. Customer provided range for blood glucose at time of incident and it was between 300-400 mg/dl and exact 400 mg/dl. Troubleshooting cleared the power error alarm. Offered customer to troubleshoot high blood glucose, but customer stated that the highs are due to the power error, and declined troubleshooting. The insulin pump will not be returned for analysis.